Event description:
It was reported that an ilet user experienced recurring alert 65 indicating audio over/under current, consistent with a device malfunction of the audio/buzzer assembly, and the user attempted multiple restarts without resolution. Blood glucose was not affected. Outcomes included continued device use without functional impairment and planned replacement with return of the affected unit. Investigation included customer interview, device-use history review, and plans for product evaluation upon return. Investigation of this case revealed a malfunction of the audio subsystem consistent with an electrical over/under current condition. It was concluded that the device experienced a reportable malfunction, and a replacement was arranged pending return and evaluation of the original unit.